Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, episodes of ventricular fibrillation were noted. In a single episode, the hv therapy was insufficient in stopping the vf. The svc coil was programmed off. A successful dft test was performed. The patient condition was good.